Event description:
The patent had a total arch aorta replacement surgery for type a acute ascending aorta dissection in the beginning of (B)(6) 2014. An "adequate amount" of bioglue was applied to the proximal and distal false lumen with the applicator tip and felt was used as reinforcement and bioglue was used in adjuct to sutures but the technique is unknown. The target field was dry at time of application and was not placed in a contaminated or infected area. "Around (B)(6) 2014" a distal ascending aorta rupture occured. The surgeon then performed a hemiarch replacement surgery as an intervention in (B)(6) 2014.

Manufacturer narrative:
According to the emailed case (B)(4) received from century medical, inc. (Cmi) on (B)(6) 2014, a patent had a total arch aorta replacement surgery for type a acute ascending aorta dissection in the beginning of (B)(6) 2014. An "adequate amount" of bioglue was applied to the proximal and distal false lumen with the applicator tip and felt was used as reinforcement and bioglue was used in adjunct to sutures but the technique is unknown. The target field was dry at time of application and was not placed in a contaminated or infected area. "Around (B)(6) 2014" the suture line of the distal arch aorta was ruptured. A re-procedure was conducted to repair a ruptured site in (B)(6) 2014. The surgeon is a frequent used of bioglue. The surgeon considers that adhesive failure was likely to be caused by inadequate priming and the rupture was likely to be caused by blood flow from suture line of adhesive failure site. Cmi is the manufacturer of record for bioglue in (B)(4). All complaint information is collected through cmi and they are the intermediary for obtaining information. The exact lot number of bioglue was unknown, so a review of all lots of bioglue shipped to the hospital from april 2014 to september 10, 2014 were reviewed and included the following lot numbers: 13mjx030, 14mjx001, 14mjx007, 14mjx008, 14mjx012, 14mjx014, and 14mjx015. The manufacturing records for the identified lots were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review of this event was performed. According to the available information, rupture of the suture line of the distal arch aorta was observed following a total arch aorta replacement procedure for type a acute ascending aorta dissection. The surgeon has indicated that de-airing of the syringe and priming of the applicator tip was not performed prior to application of bioglue into the proximal and distal false lumens and the surgeon feels that this prevented bioglue from adhering properly. It is unclear whether the false lumens were cleared of all thrombus, debris, and or blood prior to delivery of bioglue which is important to ensure that bioglue crosslinks (adheres) to the tissue rather than crosslinking to the proteins with the thrombus and/or blood. The surgeon also indicated that felt and suture were used in conjunction with bioglue, though details regarding the technique used were not provided. The surgeon suggests that the failure of bioglue to adhere within the false lumen (caused by failure to properly de-air and prime the syringe) contributed to the rupture of the suture line stating that the rupture "was likely to be caused by blood flow from the suture line of adhesive failure site. It is unclear if bioglue was or was not used to reinforce the suture lines. While bioglue appears to have not adhered within the distal false lumen, it remains unclear if bioglue was or was not applied to the proximal and/or distal anastomoses. However, it is unlikely that bioglue would contribute to the suture line rupture observed in this patient as bioglue would reinforce the tissue/suture line and be more likely to prevent a rupture by strengthening the anastomotic site. It is more likely that an inadequate and/or incomplete suture line and/or lack of tissue integrity caused or contributed to the suture line rupture observed in this patient. Based on the information available at this time of this report, we are unable to definitively determine the cause of the suture line rupture observed in this patient.

Event description:
According to the emailed case report (B)(4) received from century medical, inc. (Cmi) on (B)(6) 2014, a patent had a total arch aorta replacement surgery for type a acute ascending aorta dissection in the beginning of (B)(6) 2014. An "adequate amount" of bioglue was applied to the proximal and distal false lumen with the applicator tip and felt was used as reinforcement and bioglue was used in adjunct to sutures but the technique is unknown. The target field was dry at time of application and was not placed in a contaminated or infected area. "Around (B)(6) 2014" the suture line of the distal arch aorta was ruptured. A re-procedure was conducted to repair a ruptured site in (B)(6) 2014. The surgeon is a frequent used of bioglue. The surgeon considers that adhesive failure was likely to be caused by inadequate priming and the rupture was likely to be caused by blood flow from suture line of adhesive failure site.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.